Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report. Not returned to manufacturer.

Event description:
It was reported that patient was eating and fell on the street. The 64 psl cup and mdm liner metal well stay inside of patient.

Manufacturer narrative:
The patient is 76 inches in height. An event regarding revision surgery following a patient's fall involving an accolade stem was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as the reported device was not returned for evaluation. -medical records received and evaluation: not performed as no medical records were provided. -device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: review indicated there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information such as device return, x-rays, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause.

Event description:
It was reported that patient was eating and fell on the street. 64 psl cup and mdm liner metal well stay inside of patient.